Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infection at infusion set insertion site, which cause the patient blood glucose elevated to 300 mg/dl. The infusion set was in use for approximately 1 to 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.